Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less the two weeks after implant the right ventricular (rv) lead defibrillation impedance dropped and there was an alert for low rv defibrillation impedance. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.